Event description:
It was reported via repair work order that the stretcher intermittently zooms. No test method has been preformed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Intermittent zoom.

Event description:
It was reported via repair work order that the stretcher intermittently zooms. No test method has been preformed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Intermittent zoom...